Manufacturer narrative:
Follow-up # 1 date of submission, (B)(4) 2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the audio bolus button cover was found to be torn. During testing, the audio bolus button was found to be inoperable. The audio bolus button cover was removed and the white button slug was found to be inverted. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The distributor alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).